Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went swimming with the pump and subsequently a malfunction alarm occurred the day prior to the report. The contact cleared the malfunction and the customer continued to use the pump prior to contacting technical support. The customer's blood glucose level was 130 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.